Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted due to a kink in the catheter shaft. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood on the catheter. The sheath was not returned for evaluation, however the dilator was returned and was observed to be bent near the tip. A kink was observed on the catheter tubing approximately 33.3cm from the iab tip. The one-way valve was also returned connected to the extracorporeal tubing. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation confirmed the kink on the catheter tubing. We are unable to determine when the kink may have occurred. The reported difficulty to advance the guide wire cannot be confirmed by the evaluation. We are unable to confirm the reported failure ¿difficult/ unable to insert¿ during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood on the catheter. The sheath was not returned for evaluation, however the dilator was returned and was observed to be bent near the tip. A kink was observed on the catheter tubing approximately 33.3cm from the iab tip. The one-way valve was also returned connected to the extracorporeal tubing. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation confirmed the kink on the catheter tubing. We are unable to determine when the kink may have occurred. We are unable to confirm the reported failure ¿difficult/ unable to insert¿ during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.